Event description:
During testing by a hospital service tech, the device displayed "pacer fault 116", "pacer fault 121", "pacer fault 122"; "pacer fault 126", "defib fault 72", "pace disabled", "defib disabled", "defib fault 79" and would not power up.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty inductor on the battery interconnect board.